Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.25mm wolverine coronary cutting balloon was used to dilate the lesion and on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.